Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cardiovascular surgery (cvs) operating room (or) the intra-aortic balloon (iab) was inserted via the patient's right femoral artery using a sheath. It was found that the pressure line of the catheter did not work and as a result, the iab was removed and another iab was inserted via the patient's left femoral artery. There was no reported patient death, or injury. Medical / surgical intervention was not required. Intra-aortic balloon pump (iabp) therapy was not delayed or interrupted. The patient outcome was not delayed or interrupted. The patient outcome was not reported.